Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported: when attempting to detach the web, the light on the first wdc2 detachment controller turned green, but then turned red, and the implant was not detached. The pretest had been successfully performed beforehand. The web was withdrawn and removed from the patient. The web and wdc2 were replaced with a new web of the same size and a new wdc2 to continue the procedure. Subsequently, the procedure was successfully completed. Regarding the first web, a single attempt was made to detach the web with the first wdc2. An attempt was made to detach the web with another wdc, but it did not detach as the light turned green and then turned red. No health damage to the patient.